Event description:
It was reported that the charging pad for the ilet system would not power on or charge the device, with no green indicator light when connected to multiple wall outlets and after unplugging and replugging the cord; a replacement charger was sent and education and troubleshooting were completed. Symptoms included no adverse clinical effects and stable device battery remaining at 84 percent. Outcomes included no alarms, no alerts, and no medical intervention. Investigation included guided troubleshooting of the external power supply and connector. Investigation of this case revealed a suspected charger malfunction or failure of the external power accessory, as evidenced by the absence of the power indicator light across outlets. It was concluded, based on previously established findings for similar reports, that the cause was likely a defective charging accessory.